Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a colonoscopy procedure . According to the complainant, during the procedure, the forceps were difficult to advance down the working channel of the scope. The device was removed and it was noted that the jaws were "jammed" open. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Functionally, the jaws were able to be opened and closed without issue. A dimensional analysis was performed of the jacket and clevis outer diameter; all measurements were within specification. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a colonoscopy procedure . According to the complainant, during the procedure, the forceps were difficult to advance down the working channel of the scope. The device was removed and it was noted that the jaws were "jammed" open. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).